Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje e1 - initial reporter establishment name: (B)(6) hospital. E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the stiffening cannula was difficult to remove from an ultrathane mac-loc locking loop biliary drainage catheter. An interventional radiology physician performed a CT (computed tomography)-guided puncture and drainage of a female patient's appendiceal abscess, during which the biliary drainage catheter was implanted. Following catheter implantation, the stiffening cannula could not be withdrawn. The entire catheter was subsequently removed for inspection; no visible deformation was identified on the catheter; however, the stiffening cannula remained unable to be extracted. This resulted in prolonged operation duration. A new biliary drainage catheter from the same lot was successfully reinserted, and the procedure was completed smoothly. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.